Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis with a crack in the lens. The device was powered up and alarmed with code 1210 and continued to alarm. The backup capacitor and the clock battery will be replaced. A previous attempt at powering up gave another error with code 1261. Both 1210 and 1261 are hardware errors. Examining the inside of the pump it was seen that the foil shield has curled up and shifted from its original position. The battery foil pad was burned off of the board causing an open at the positive terminal of the battery. The microprocessing board and the foil will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error 1210. There was no patient involvement.